Manufacturer narrative:
Device technical analysis: the device was received for analysis photographs provided made it possible to confirm that tubing set was damaged. During the product analysis was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated ablation catheter was selected for use. Flow rate was standby 2ml/min, low 17 ml/min, high 30 ml/min. After catheter was intensely used for ablation in the left atrium, when started ablation again, the maestro 400 generator displayed error d05-excessive temperature. Doctor then noticed saline was leaking at the irrigation tube near the luer port on the catheter. No damage to the luer was noted. Catheter was removed from the patient and was replaced to resolve the issue. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated ablation catheter was selected for use. Flow rate was standby 2ml/min, low 17 ml/min, high 30 ml/min. After catheter was intensely used for ablation in the left atrium, when started ablation again, the maestro 400 generator displayed error d05-excessive temperature. Doctor then noticed saline was leaking at the irrigation tube near the luer port on the catheter. No damage to the luer was noted. Catheter was removed from the patient and was replaced to resolve the issue. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated ablation catheter was selected for use. Flow rate was standby 2ml/min, low 17 ml/min, high 30 ml/min. After catheter was intensely used for ablation in the left atrium, when started ablation again, the maestro 400 generator displayed error d05-excessive temperature. Doctor then noticed saline was leaking at the irrigation tube near the luer port on the catheter. No damage to the luer was noted. Catheter was removed from the patient and was replaced to resolve the issue. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.